Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The da vinci system was evaluated on-site at the user facility by an intuitive surgical field service engineer who was unable to reproduce the reported event of loose c-ring. The endoscope camera manipulator (ecm) arm was returned for evaluation. (Material number: 380894-10, serial number: (B)(6), subassembly 933033). System log review of both the event date and the four procedures performed after the reported event found no related errors. The returned endoscope camera manipulator (ecm) arm was tested with an in-house camera endoscope assembly properly installed and all testing confirmed that the arm was able to hold the endoscope in place at all tested angles, including past the horizontal axis. The endoscope could not be made to fall off the arm when properly installed. While a definitive root cause cannot be established, based on the available information, the most probable root cause of the reported failure is related to an incomplete installation of the endoscope camera assembly. Since the procedure was completed as planned after the hospital staff reseated the camera endoscope assembly, the sterile adapter and endoscope are less likely to have contributed to the reported event. Based on additional engineering investigations, only when the ecm was tested with the camera endoscope assembly not fully engaged / not properly seated, and when the ecm was angled past the horizontal axis, was testing able to re-create the endoscope falling off the ecm. Additionally, a loose c-ring assembly may contribute to the reported failure as it can present challenges for the hospital staff to fully engage the endoscope assembly onto the ecm. However, when the ecm was evaluated by the intuitive surgical field service engineer on site, the loose c-ring was unable to be reproduced. Although the reported failure was not confirmed during the field service inspection, the ecm was replaced as a preventative measure. As of 11/20/2023, the site has not reported any other similar incidents after the ecm was replaced. The davinci si user manual provides instructions to ensure proper connection of the endoscope camera assembly and sterile adapter to the camera arm with an additional warning that the endoscope may fall out when not fully engaged.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the obgyn surgical technician that was present for the procedure reported that the endoscope camera assembly fell from the c-ring of the endoscope camera manipulator (ecm) arm and hit the patient¿s face. The patient¿s face was padded per hospital protocol, and the reporter confirmed that the patient did not sustain any injury. The trocar where the camera was placed remained in the patient with no issues or harm occurring. An or nurse stated that according to the surgeon, this event did not affect the procedure or the patient outcome. The case was completed robotically as planned with no delay, and there were no post-operative patient complications. The surgical technician reported that the system was inspected prior to use, all arms functioned well, and no arm collisions occurred throughout the procedure. The surgical technician installed the endoscope camera by first sliding the tip into the trocar at the patient, then snapped the camera head into the sterile adaptor and ecm c-ring and heard the expected click. The surgical technician then tugged on it once or twice to make sure it was locked in place. The patient was positioned in a fairly steep trendelenburg position. The da vinci system was docked from below with the camera head pointing straight ahead. Two of the three arms were used at each side and at an angle of about 45 degrees, the third arm was not used. The surgical technician did not recall at what exact point during the procedure that the camera fell off, but did state that it fell off when the surgeon was lowering the ecm arm down to visualize the uterus. The camera was re-installed and was checked throughout the rest of the procedure and no further issues occurred. At the time of the report, the system had been subsequently used for several days with no issues.

Manufacturer narrative:
The or nurse reported that incidentally, a few days prior, when the system was being cleaned, it was noticed that the black c-ring on the endoscopic camera manipulator (ecm) arm was loose, a little wobbly. They did not report this as ¿the c-ring always moves a little - has a bit of give and does not feel fully tight. The camera falling off has happened before but it never impacted a patient or person.¿ no specific details regarding any previous event were known. An intuitive surgical field service engineer evaluated the system on-site and was unable to reproduce the reported event of loose c-ring. The ecm was shipped to an isi manufacturing site per customer request and for further investigation. Initial failure analysis evaluation of the returned endoscopic camera manipulator (ecm) arm could not reproduce the reported loose c-ring. The investigation is on-going. A supplemental report will be submitted upon completion of the full investigation. Section d: suspect medical device - information for the primary product and identifiers reflects the da vinci si patient side cart. Section d9: returned to manufacturer date reflects return of the ecm arm component. Section h3: indicates that the patient side cart was not returned for investigation; however, the ecm arm component was received. Also the device manufacture date is that of the patient side cart. Section h3 ¿ other: reflects that the patient side cart remains at the user facility; however, the device received was the ecm component.